Event description:
The patient was taken to surgery for a catheter dysfunction repair and had the entire catheter replaced. Using the programmer, the catheter was primed incorrectly, and the patient received a 520 mcg inadvertent bolus. The patient experienced a respiratory compromise and required respiratory support. The pump was stopped for a period of 8 hours and the side port was accessed for a csf aspirate of 30cc. The patient is reported to have recovered without long term sequela.